Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had inaccurate sensor readings that triggered the threshold suspend. The sensor glucose was reading 4.1, and blood glucose value was 12.4 mmol/l at the time of the suspend. The customer received calibration error and change sensor alerts. The customer removed the sensor and indicated it was slightly curved. The customer was advised about insertion and calibration best practices. The sensor will be returned for analysis.